Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified artery. A 2.75 x 32 synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent itself was lifted. The procedure was completed with a 2.50 x 32 synergy stent. No patient complications were reported.